Event description:
It was reported that the customer's pump screen was dark and wouldn¿t turn on, accompanied by a red led flash and beeping and vibrating at regular intervals. The blood glucose level remained between 54-500 mg/dl during the issue, which is within the specified range. The customer switched to multiple daily injections as a backup therapy.